Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture grade iii, undulations, pain constant discomfort." The device remains implanted.

Event description:
Patient reported, "stronger pain, breast is sagging". The event of "blisters under the breast" is not device related.

Event description:
Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: wrinkling: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Cyst -ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "capsular contracture grade iii, undulations, pain constant discomfort." Patient reported "stronger pain; breast is sagging." The event of "blisters under the breast" is not device related. Device has been explanted.